Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads having high impedances. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50 serial: (B)(4), batch: 7077292.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads had high impedances. The patient underwent a lead replacement procedure. Additional information received that the patient was doing well post operatively. The explanted device will not be returned as per hospital policy.